Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted the mesh was no larger than a nickel in size and did not pursue complete extraction of the mesh for fear of bleeding. It was reported that the patient experienced severe pain, nausea, inflammation and loss of appetite. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/10/2020. Additional b5 narrative: it was reported that the patient experienced recurrent incarcerated umbilical hernia following surgery.

Manufacturer narrative:
Date sent to FDA: 9/14/2020. Additional information: d4,h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.